Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 19 (generated if the minute event is not received from the motor processor or the sw watchdog task is not running properly), pump error 3 (the main arm cannot communicate with the motor arm) and pump error 81 (the motor processor did not ack a command from the delivery manager in reasonable time. Data in alarm can identify, which command it was). The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 3 alarms on (B)(6) 2024 15:45:25.000, on (B)(6) 2024 10:47:29.000 and (twice) on (B)(6) 2024 10:49:27.000 according in the error log file/detailed trace file/formatted history file as per global logic analysis (esf#: (B)(4), pump error 3 alarms (line number: 1541, file number: (B)(4), suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 19-oct-2024 in the formatted history file. Lost sensor 1 alert (780) was found on: (B)(6) 2024 22:57:00.000, on (B)(6) 2024 23:07:00.000, on (B)(6) 2024 23:43:00.000, on (B)(6) 2024 23:53:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump error 81 alarm (file number: (B)(4), line number: 327) was found on: (B)(6) 2024 15:36:38.000. Pump error 19 alarm (file number: (B)(4), line number: 981) was found on: (B)(6) 2024 15:37:22.000, on (B)(6) 2024 15:40:05.000, on (B)(6) 2024 15:42:45.000. Pump error 81 alarm (file number: (B)(4), line number: 327) and pump error 19 alarm (file number: (B)(4), line number: 981) were confirmed according in the formatted history file, suspected on hw. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 15:45:28.000, on (B)(6) 2024 15:45:54.000. Insert battery alarm was found on: (B)(6) 2024 15:47:15.000. On (B)(6) 2024 15:48:15.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 22:42:58 pm. There was no power data available for the event date of 19-oct-2024 at 15:45:28.000 and 15:45:54.000. Unable to check power data for failed battery alert/battery failed alarm. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 3 alarms. Pump error 3 alarm, suspected on hw. Also, pump error 81 alarm (file number: (B)(4), line number: 327) and pump error 19 alarm (file number: (B)(4), line number: 981) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.